Event description:
The facility reported a fail code 570/depleted batteries found during biomed testing. The hosp rep stated that there have been no reports of any pt incident involving this pjmp since the last baxter service event. No add'l info is known.